Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. It was reported via the patient that they experienced a cerebral vascular accident 9 months post procedure.

Manufacturer narrative:
Implant date reported as (B)(6) 2022. Event date reported as (B)(6) 2022.